Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with cefazolin intraperitoneally (dosage, frequency, and duration not reported) and tazicef intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Fourteen days prior to the receipt of this report, extraneal and physioneal therapies were discontinued on the same day as onset of the event. On an unreported date after hospitalization physioneal therapy was started. The patient was recovering from the peritonitis. No additional information is available.